Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. Customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, a system check was performed and the pump was performing as intended; customer understood and acknowledged this information. Recommendation was made to consult with healthcare provider regarding diabetes management.